Event description:
It was reported that pump displayed malfunction code malf 9 with no notable events occurred before issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it, and malfunction did not recur, so customer was advised to continue using pump and to call back if issue happened again, which caller acknowledged and understood.